Event description:
Healthcare professional reported left side contracture, baker grade unknown. The events of "pain and change on breast shape" and "intracapsular rupture" due to "direct trauma after falling from stairs" are consider not device related. Device was explanted and replaced.

Manufacturer narrative:
Continued: h.6. F2203. Visual analysis of the returned device identified: yellow particles, wear abrasion and flat creases. Cloudy and voids after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.